Event description:
Pt was on the ventilator from 152o hrs to 0030 hrs. During cleaning of the ventilator it was noted the inspiratory % time was malfunctioning. This potentiometer had just been replaced as part of the MFR's alert em001/00/s.